Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a poor water supply failure during a diagnostic procedure. The reported issue occurred during preparation for use. The intended procedure was completed with the same equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that a foreign object was inside the nozzle due to insufficient cleaning. Additional findings were as follows: due to clogging of nozzle, water supply volume does not meet the standard value, due to deformation of up/down knob, water tightness is lost, the paint on suction cylinder is peeled, the mouthpiece is loose, the suction cylinder is shaved, due to clogging of nozzle, water removal ability does not meet the standard value, due to clogging of nozzle, air supply volume does not meet the standard value, the adhesive on bending section cover has a crack, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, the right/left knob, the protector of universal cord on scope connector side, the scope connector cover unit, the switch box, the scope cover, the scope connector, the plastic distal end cover, the universal cord, the control unit, the lock engagement knob, the up/down knob, the grip all have a scratch, and the connecting tube has a dent. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was not cleaned, sanitized, or disinfected prior to being sent to for repair. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.